Manufacturer narrative:
Insulin pump passed displacement test however unable to continue testing due to intermittent button response on esc keypad due to unlocked j2 connector on board. Unable to perform test to verify motor error.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.